Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternative method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.